Event description:
It was reported that on (B)(6) 2011, a patient notifier indicated low ventricular impedance. No intervention was reported. No further information could be obtained. The lead was electively explanted on (B)(6) 2013 due to an unrelated issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.